Manufacturer narrative:
A review of the driver's alarm history and patient file data confirmed the reported issue of the driver not passing the system checks. Investigation testing determined the root cause to be a malfunction of the pressure sensor printed circuit assembly (pca). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4816 follow-up report 1ts.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver did not pass the system check.